Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This issue was discovered prior to patient use. The device was filled with clindamycin 1050mg in 240ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This issue was discovered prior to patient use. The device was filled with clindamycin 1050mg in 240ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from june 28, 2021 - june 29, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed and showed fluid inside a green bag that contained the infusor device which suggested leak had occurred. The exact location of leak and the cause of leak could not be determined from the photos. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.